Event description:
Patient is experiencing instability. Revision surgery is planned to exchange the poly inserts with thicker sizes.

Manufacturer narrative:
Patient is experiencing instability. Revision surgery is planned to exchange the poly inserts with thicker sizes. Review of the device history record indicates that the device was manufactured to specification.